Event description:
It was reported that a spectrum pump had a constant 'close door' alarm. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.